Manufacturer narrative:
During inspection and testing of the device, the adhesive was peeling off due to deterioration. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 2 years since the subject device was manufactured. Based on the legal manufacturer's investigation, it is likely the adhesive was peeling off due to stress of repeated use, external factors, or handling of the device. A definitive root cause could not be determined. Further evaluation of the device found a leak due to holes in the bending rubber, cause by external factors. The video connector was cracked, due to external factors. The adhesive rubber was chipping. The label on the light guide connector was peeling, due to handling. The grip, control section, video connector, light guide connector, light guide cover lens, and video connector case demonstrated scratches, caused by external factors. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a pinhole in the bending rubber. There was no patient or user injury reported due to the injury. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the adhesive around the objective lens was peeled off. This report is being submitted for the malfunction found by service during the device evaluation [adhesive peeled off].